Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electro surgical unit (iesu) erbe generator faulted with a c-38 error. The customer received phone assistance from the technical support engineer (tse). The live logs were not available for review. The staff replaced the neutral ground pad and replaced with new bipolar and monopolar instrument cords before calling. The tse asked the staff to cycle the erbe power; however, the error fault recurred when the surgeon attempted to energize. Tse advised the user to replaced the erbe generator with the available backup force triad generator. Once this was verified, no further issue was observed. The user continued with the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) went onsite and confirmed that integrated electro surgical unit (iesu) erbe generator was not working. The iesu was replaced to resolve the issue. After replacement, the system was tested and verified as ready for use. Isi has received the iesu erbe for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. Isi tse's verification via rfe logs confirms the occurrence of a procedure on the reported event date matching the documented event details. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to a new generator after the start of the procedure due to a non-functional iesu erbe. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
Product evaluation information can be found in the following fields: h6 and h10. D14 - intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) generator involved with this complaint and completed device evaluation. The reported complaint could not be reproduced. The unit touchscreen was not responsive and gave a c-43 error on startup. As a safety precaution the unit will be returned to the original equipment manufacturer for further investigation.

Event description:
Refer to h10/h11 for follow-up information.